Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump and provided instructions for future use. The pump was functioning properly after the reset, and the customer can continue using it. The caller was advised to contact technical support again if the malfunction code reappears.